Event description:
A physician reported that, following intraocular lens (iol) implant procedure, the patient was seeing multiple images. Pre-op topography not showing irregularities with minimal astigmatism, but postoperatively patient developed central corneal epithelium irregularity in visual axis that consistently shows up on topography and can also be seen on slit lamp. Also developed macular drusen, but dry; macular oct (optical coherence tomography) showing some small drusen without atrophy. Manifest refraction unable to improve vision and no significant refractive error found (essentially plano). Patient's vision fluctuates from 20/25 to 20/50 on repeat exams, most recently 20/30, but all with the multiple/double images. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis, lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).